Event description:
It was reported that the bd secondary administration set broke. The following information was provided by the initial reporter: the medicine starting pouring out as the secondary tube was broken after spiking the mini bag.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.